Event description:
Additional information received reported the remaining implanted devices were removed 7 days prior to report. It was stated it appeared that those remaining devices were infected as well. It was stated the patient continued to recover and they were treated with antibiotics. It was noted the culture was positive for serratia marcescens.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the leads and extensions were removed due to the patient having a lesion on their scalp that they thought could be infected. It was stated they were unsure when the patient had noticed the lesion. It was noted the patient was potentially confused and they had scratched at their head and thus caused a lesion-like issue. It was noted they had not confirmed this entirely. It was noted the left lead was left in the head. It was further reported the left lead and extension were explanted. It was noted the right lead and right extension were left in place. It was noted they were explanted because the patient had developed a scab-like lesion on their scalp after the implant and their health care professional were worried about an infection. It was stated the lead and extension were replaced on the day of report. Additional information received reported there was an infection at the burr hole site. It was stated the patient had drainage and incisional wound opening at the lead site. It was noted a culture was taken from the scalp. It was stated antibiotic treatment was necessary. It was stated all impedances were normal and the patient continued to have effective therapy. It was noted the patient status at the time of report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v700663, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v660777, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37092, lot# 366120001, product type: accessory. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).